Event description:
It was reported that the patient expired. Prior to device removal, interrogation revealed intermittent ventricular undersensing. Review of the egms revealed the device diagnosed a ventricular arrhythmia with intermittent undersensing, and began to charge. Both episodes returned to sinus. The first episode showed undersensing, the second did not. No further information is available at this time

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.